Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The user facility reported that an external blood leak occurred immediately after the patient's hemodialysis (hd) treatment was initiated. The leak was noted as being an external blood leak from the dialyzer header where it attaches to the body of the dialyzer. The dialyzer was replaced, and then the hd treatment was continued and completed. The patient's estimated blood loss (ebl) was noted as being approximately less than 100 milliliters (ml). There were no patient adverse effects experienced and no medical intervention was required as a result of this event. The complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the device manufacturing records was conducted by the manufacturer. There was one approved temporary deviation notice (dn) noted on the lot; however, there was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.